Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated the backup occurred due to a software anomaly. The cause of the bvvi was due to a software anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new device, still in the box, was in backup vvi. The lead was exchanged and another device was successfully implanted.